Manufacturer narrative:
B3 corrected.

Event description:
It was reported that the ilet user experienced two instances in which the contact detach infusion set site detached from the needle when removing the needle guard during insertion, with no reported alarms and no impact to glucose levels. Troubleshooting and education were provided, and the event was categorized as an infusion set deployed incorrectly or connector not attached correctly within the infusion set and cartridge system. No reported adverse clinical effects. Outcomes included no hospitalization and no change in glycemic control. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user handling concern during insertion leading to incomplete or incorrect deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that user technique during insertion was the likely cause. A separate report will be submitted for the second instance mentioned.